Event description:
During an ftrd intervention in the cecum of the colon for adenoma resection, the adhesive joint on the hand wheel adapter was not fully fixed. The clip application was not visually confirmed and the resection was done. The resulting perforation was sutured laparoscopically. The patient then recovered without complications.

Manufacturer narrative:
During the procedure with cftrd in cecum polyp, the user was irritated by a clicking noise and assumed successful clip application when turning the handwheel. The subsequent resection was performed without verifying the clip. The product in question was sent in for technical inspection in our lab the glued connection of the handwheel adapter was found loose. Examination revealed that bonding spots at the handwheel parts was in accordance with the specifications. The loosening of the bond connection was most likely due to excessive force applied to the handwheel and it is likely happened during device assembly on the endoscope. All product components for clip deployment were in accordance with their specifications and there were no marks at the device that indicate difficult clip deployment. In addition, the review of the production-related quality records revealed no anomalies, therefore a manufacturing related error can be ruled out. Note: this report is part of the additional information requested by the FDA and the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: 'follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1'.